Event description:
It was reported by the patient's caregiver that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. The infusion site was reported to be red and swollen. The patient was treated with an unspecified cream previously prescribed by their healthcare provider. The pod was discarded. The patient resides in germany but was travelling to italy at the time of the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.